Event description:
As reported by the user facility: "(B)(6). Pt receiving high doses of levophed - pump alarming air in line despite multiple attempts to clear and remove air. Pt was levophed dependent and pt hypotensive when levophed not infusing. Pump removed from use. After turned off and then on again alarm displayed 2111 and then it displayed 'data reset to default values'. Pump will be in (B)(6)." MFR ref number 9610825-2014-00098.